Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had a foreign object in the suction valve, a clip that could not be removed on site. The issue occurred during a therapeutic polypectomy procedure. There were no reports of patient harm. The facility finished the procedure with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.